Manufacturer narrative:
This date is an approximation. Additional review indicates information previously reported in manufacturer's report #3004209178-2017-08305 pertains to this manufacturer's report. Any additional information received related to this issue will be reported under this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that two weeks after implant, the implant site had blood and pus. They had a staph infection. They further provided that the staph infection was there from the trial unit. The wound busted open a few weeks after being implanted. The patient went a month and it finally healed up. A new device was put in due to the infection. It was noted that in (B)(6) 2016, the patient went to a new healthcare provider (hcp). The hcp did a culture on their bladder and found bacteria growth that was agitating the patient's interstitial cystitis. They indicated that they were misdiagnosed. The bacteria was treated with maintenance antibiotics, and this cleared up the issues after six months. They very seldom have the problem. The patient stated that the bacteria was the issue all along. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's device was discarded.